Event description:
A report of a pt that had developed fluid leakage at the pocket site shortly after a lead revision had been performed. The physician drained the pt's pocket site and prescribed antibiotics. The pt is reportedly doing well.